Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bearing cage was damaged in drawer 4.1, preventing the drawer from closing properly. The field service engineer (fse) confirmed that the customer had already removed the broken bearing cage prior to arrival. The fse replaced the defective drawer module 4 with a new enhanced drawer module. Then the fse assigned the replacement module as drawer module 4 and transferred the cubie pockets from the old drawer module into the new control module. The unit was tested for proper operation, and the customer verified functionality through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door was broken and was containing a full load of medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.